Event description:
Corpak 12 fr external feeding tube with stylet caused esophageal rupture. Examination of tube showed that distal to the point where the wire stylet ends the tungsten tip was broken and folded over. The silastic coating was intact and no metal was exposed. However the edge of the crease at the fold was sharp. X-ray indicated that the tube was coiled in the esophagus.